Event description:
It was reported that the patient received multiple inappropriate shocks due to lead noise. Lead fracture was suspected. The lead was capped and replaced. Patient was doing well after the event.